Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer let the pump battery deplete and did not use the pump for approximately 1.5 months, due to lack of supplies. When the customer was ready to use the pump again, the pump was unable to be charged. Despite being plugged into a power source for an extended period of time, the pump could not be charged or powered on. There was no impact to the customer's blood glucose level, as the customer had been on manual injection.